Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with battery tube threads cracked. Missing end cap sticker. No moisture damage on electronic assembly. The insulin pump received with intermittent button response due to moisture damage keypad trace. No moisture damage on motor assembly. Motor passed motor test.

Event description:
It was reported that the insulin pump was cracked and that the reservoir leaked into the reservoir compartment during normal use. Nothing further was reported.